Event description:
It was reported that the ventricular lead's thresholds' and impedances' were high and have been rising gradually since implant. It was also reported that the atrial lead's thresholds' were high. The polarity of the ventricular lead changed. Atrial fibrillation was also noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.